Event description:
On (B)(6) 2013, the lay-user/patient claimed he was unable to test his blood glucose for two days because the onetouch verio iq screen was cracked. Subsequently, the patient reportedly felt shaky and was able to administer self treatment with sugar tablets. His blood glucose reading was back to normal and felt better after 10 minutes. There was no required hcp treatment at the time of concern. During troubleshooting, the customer care advocate noted there was some form of product misuse. The subject product was replaced and requested back for investigation. This complaint is being reported because the patient had symptom suggestive of acute complication of diabetes while testing with the lifescan product.